Event description:
Probe frosted up the shaft during testing. Probe not used, another probe used to complete the case.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Further investigation determined that a failed vacuum sleeve was the cause of the shaft frosting.